Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high and low blood glucose. The customer's blood glucose was 418 mg/dl at the time of incident. The customer's blood glucose was 380 mg/dl at the time of call. The customer's mother stated that they had low blood glucose of 40 mg/dl. Troubleshooting did not occur. The insulin pump will not be returned for analysis.